Event description:
It was reported that a patient fell out of a bed resulting in a brain bleed. The bed exit was set, but did not alarm. The customer believes that the scale was zeroed with the patient on the bed. Further information regarding patient treatment was not provided.

Manufacturer narrative:
The user facility confirmed that the bed had been zeroed with the patient on the bed, which would prevent bed exit from functioning. Further training for bed exit was provided to the user facility on proper bed exit use. It was reported that the patient recovered from the subdural bleed and did not require surgery. The customer did not record the serial number of the bed involved, however was able to confirm that catalog number of the bed which has been updated in section d.

Event description:
It was reported that a patient fell out of a bed resulting in a brain bleed. The bed exit was set, but did not alarm.